Manufacturer narrative:
Updated fields: d8, d10, h3, h4 this supplemental report is being submitted to provide the results of the final investigation. The device was returned to olympus for inspection and the reported failure was not confirmed. A definitive root cause could not be identified. However, based on the results of the investigation, it is likely the following could have led to the malfunction: a dirty surface of the objective lens causing a light incident from out of view field to the lens producing a cloudy image. Olympus will continue to monitor field performance for this device.

Event description:
No additional information received from the customer.

Event description:
The customer reported significant fogging occurred during an unspecified therapeutic procedure involving an olympus endoeye flex deflectable videoscope. There was no patient injury reported.

Manufacturer narrative:
E1: (B)(6) hospital (added here due to character limit). The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.